Event description:
Customer reported that the life 2000 device alarmed with ¿possibly low pip or low battery¿ (patient does not know) and during this time, the patient¿s oxygen saturation dropped to 77% spo2 while walking. No medical intervention was required, the patient sat down, and her saturation level recovered to above 90% spo2 while using the life 2000 device with4l oxygen bleed in via phillips oxygen concentrator. The device alarms resolved upon the patient sitting down and plugging the device into power. This patient is a 60-year-old female with a relevant medical history of chronic respiratory failure and copd. The patient also reports an oxygen saturation of 88% with the life 2000 and oxygen concentrator and that "oxygen saturation is better with use of the life 2000 device. This report was filed in our complaint handling system as complaint #c-0001902980.

Manufacturer narrative:
Inspection by a hillrom technician found both the ventilator and compressor functioned as designed. Testing included setting up an extended range configuration using a known good combo hose, a known good patient circuit, the submitted compressor, and the submitted ventilator. Then bled in 5 lpm of oxygen from the invacare platinum xl oxygen concentrator (5 litter). They ran therapies at low, medium, and high activity levels. No error message nor alarms observed; no malfunction found. The ventilator performed as intended, the compressor also performed as intended. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. In this event, the patient¿s oxygen level was clinically below normal range, and the change was temporary; however, the patient did not require medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial and can be reasonably concluded was due to the patient's underlying and progressing pulmonary pathology. An inspection of the life2000 device indicated the device worked as intended. At present, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor invacare oxygen concentrator is likely to lead to a serious injury if the event were to recur. .

Event description:
Customer reported that the life 2000 device alarmed with ¿possibly low pip or low battery¿ (patient does not know) and during this time, the patient¿s oxygen saturation dropped to 77% spo2 while walking. No medical intervention was required, the patient sat down, and her saturation level recovered to above 90% spo2 while using the life 2000 device with4l oxygen bleed in via phillips oxygen concentrator. The device alarms resolved upon the patient sitting down and plugging the device into power. This patient is a 60-year-old female with a relevant medical history of chronic respiratory failure and copd. The patient also reports an oxygen saturation of 88% with the life 2000 and oxygen concentrator and that "oxygen saturation is better with use of the life 2000 device. This report was filed in our complaint handling system as complaint #:(B)(4).

Manufacturer narrative:
The patient reported that the life 2000 device alarmed with ¿possibly low pip or low battery¿ (patient does not know) and during this time, the patient¿s oxygen saturation dropped to 77% spo2 while walking. No medical intervention was required, the patient sat down, and her saturation level recovered to above 90% spo2 while using the life 2000 device with4l oxygen bleed in via phillips oxygen concentrator. The device alarms resolved upon the patient sitting down and plugging the device into power. This patient is a 60-year-old female with a relevant medical history of chronic respiratory failure and copd. The patient also reports an oxygen saturation of 88% with the life 2000 and oxygen concentrator and that "oxygen saturation is better with use of the life 2000 device. The patient continues to use the device with 4l oxygen bleed in via oxygen concentrator with no further reported issues. A respiratory clinician assisted the patient with troubleshooting the device alarms but could not determine cause of alarms. The patient was advised to hold use of the life 2000 device and swap to an alternate means of oxygen /ventilation therapy. The patient¿s device will be swapped and the associated device will be returned. The life 2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Therapy can be delivered via nasal pillows interface, face mask, or et tube. The device IFU instructs to always have an alternate means of ventilation or oxygen therapy available as well as an external oxygen monitor to verify oxygen concentration in the delivered gas. The device is equipped with an alert system that generates alarms different alarms to notify the user of a potentially hazardous condition with the intention that the user will take action to resolve the issue. The device's peak inspiratory pressure alarm (pip) alerts when the patient's measured pip falls outside of the set limit. The device IFU provides instructions and troubleshooting measures depending on the type of pip alarm (high/low) including checking the interface or tubing for any obstruction, checking all connectors for possible damage, and re-adjust volume setting for the active prescription, ensuring patient interface is not leaking at the patient side, switching to another active activity button and contacting the patient's physician if the alarm persists. The device contains two batteries, an internal battery in the device¿s compressor that will operate the device for up to one hour, and one for device¿s ventilator which will operate the device for up to four hours. The device batteries are charged by connecting the device to ac power. The device IFU outlines the steps for checking battery charging and status. The device provides a low battery audible and visual alert when the battery capacity falls below 25%. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as respiratory failure, copd, emphysema, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the reported desaturation was temporary and there was no report of permanent impairment of a body function or permanent impairment of body structure. Additionally, the patient recovered while using the life 2000 device in conjunction with the phillips oxygen concentrator and resting. Medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure was not required, which concludes no serious injury occurred. Decreased oxygen saturation may occur in individuals with underlying lung disease and cannot be only attributed to the use of the life 2000 device. This patient has noted chronic pulmonary conditions in which desaturation events can be a common symptom. Due to the patient's oxygen saturation recovering while at rest using the l2k device in conjunction with the oxygen concentrator it can reasonably be concluded that her underlying pathology and not the life 2000 device caused or contributed to the desaturation event. The alarm was reported to have stopped upon the device being connected to ac power, indicating the noted alarm was likely due to low battery. The device provided notification (alarm), as acknowledged by the patient, indicates the device functioned as designed. However, the device inspection is pending, therefore hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor phillips concentrator is likely to lead to a serious injury if the event were to recur. However if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report. Based on this information, no further action is required.